Event description:
It was reported that mr images were reversed right to left direction within one series. According to the site, the patient had been scanned before and the known pathology from the previous scans was on the patient's right side. However, the patient orientation annotation from series 6 of the post-contrast axis to all other series in the exam showed no change, indicating that the annotation was incorrectly only on series 6 with the pathology on the patient's left side. There was no report of injury or misdiagnosis; however, the concern is for the potential for misdiagnosis that could result in mistreatment.

Manufacturer narrative:
Gehc clinical applications specialist reviewed the exam obtained from the site and compared series 1-5 to series 6. For series 1-5, the optic nerve tumor was located on the patient's left. It was determined that the reported issue may not be obvious to all users and is similar to the event reported under 2183553-2009-00010. Further investigation conducted by gehc engineering found an error in the coding of the 11.1_m4_0818. A version of the software that can result in images being flipped under limited and specific conditions. The conditions are as follows; images acquired using oblique axial planes with 2d fast spin echo based on pulse sequences, 2d fse-xl, 2d frfse-xl, 2d fse-ir, 2d t2flair, and 2d t1flair, prescribed in combination with flow compensation along the slice axis. Certain prescriptions using these conditions may result in all images in the corresponding series getting flipped along the phase encode direction relative to the annotation on the image. This issue is not prevalent with other oblique planes such as oblique-sagittal and oblique-coronal plane prescriptions with the 2d fast spin echo based pulse sequences. Neither is it prevalent with non-flow compensated prescriptions, nor is it prevalent when flow compensation is prescribed.